Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that during cystoscopy, the cuff had a low coaptation of the urethra. A new device was placed, and no other patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that during cystoscopy, the cuff had a low coaptation of the urethra. A new device was placed, and no other patient complications reported.